Event description:
This is the second of two reports (same patient, same surgery, different product ids). This report is in regards to the cusanxt1 (cusa nxt service module (115v)). Linked to mfg report number: 3006697299-2014-00128. It was reported that the unit was getting suction and it would intermittently stop. Multiple troubleshooting options were tried, including wall suction. Eventually, the unit continued to work. While the unit was not producing suction, the sales representative suggested to the surgeon to utilize the hand held suction while continuing amplitude to remove the tumor. The surgeon stated that irrigation was far too excessive and that would not work. There was a 20 minute surgical delay. There was no patient injury. Additional information was requested and on (B)(4) 2014, the following was provided by the sales representative: on an unknown date in (B)(6) 2014, the patient underwent a craniotomy with tumor removal. The cusa delivered more irrigation than the surgeon wanted. It was believed that the reason for the 20 minute delay was due to the time it took to troubleshoot. Additional information was requested from the customer but to date, no new information has been received.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.